Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported atrial perforation could not be determined. Additionally, the patient effect of atrial perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The additional therapy / non-surgical treatment was a result of case-specific circumstances, as a septal plug was placed to repair the septum. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report when the steerable guide catheter (sgc) crossed the septum, the septum tore and shunt occurred. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. When the steerable guide catheter (sgc) crossed the septum, the septum tore and shunt occurred. One clip was implanted, reducing mr to 1-2. After removal of the sgc, an occluder was implanted for treatment. No additional information was provided.